Event description:
A user facility clinical manager reported via email bain-a.v.f-009sg during the use of which the patient complained of pain and terminated the treatment early. The comment was mad that the needles feel more flimsy; a trail of blood comes out of the need when the safety device is engaged. Great care must be taken to ensure the device does not come out the side of the safety device. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).